Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Event description:
New information received notes that the loss of bluetooth telemetry was in fact a bluetooth (ble) telemetry lockout due to excessive ble usage. The implantable cardioverter defibrillator was interrogated and the ble pairing was restored. Patient condition was stable throughout.

Event description:
It was reported that the patient exhibited difficulty in pairing their implantable cardioverter defibrillator (ICD) to the merlin app. Upon further investigation, it was found that the ICD exhibited loss of bluetooth telemetry functionality. No changes were reported. There were no patient consequences.